Manufacturer narrative:
The following patient identifier is linked: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off the scope in the patient's mouth and was retrieved by anesthesia using magill forceps. The procedure was completed using another distal cover. No harm or injury was reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.